Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range shock impedance measurements greater than 125 ohms and there was also a slight increase from 500's to 700 ohms. The patient was evaluated in the clinic and several commanded tests were performed returning impedance measurements of 122, 123, and 124 ohms. There was no noise on the rv or shock channels. The patient was recently hospitalized for receiving shocks for ventricular tachycardia (vt) and ventricular fibrillation (vf). The impedances with shock delivery of 31 and 41 joule shocks were 78-80 ohms. Boston scientific technical services (ts) had the clinician do some provocative maneuvers and no noise was able to be produced and the shock impedance remained 112 -124 ohms with arm movements. It was reported that the clinician felt that the lead was okay and was going to send the patient home and perform a remote interrogate at a later date. No adverse patient effects were reported. This product remains in-service.